Event description:
It was reported that patient underwent knee procedure on (B)(6), 2010. During surgery, the surgeon opened a right 8mm augmentation block, but the package contained a left 8mm augmentation block. Surgeon completed the procedure using a medium 8mm augmentation block. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This report filed on (B)(6), 2010.